Event description:
On 04/22/2022, it was reported by a sales representative via (B)(4) that a ar-3240-5027 fused light cable is overhitting. This occurred during an unknown case, with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Per supplier evaluation a visual inspection found multiple broken fibers and the distal cable end lens are cracked. The condition of the cable consistent with questionable user handling.